Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows power on resets. The battery compartment has a crack that extends from the threads to case seal. The threads on the returned battery cap were observed to be stripped. The returned battery cap was unable to maintain a connection; power loss was duplicated with the returned battery cap. A new test battery cap was able to carefully tighten to the pump. The pump was exercised for 24 hours with test battery cap, no power interruptions occurred during testing with the test cap. Removed pump cover; no internal moisture was observed. Component c24 was found detached from the pcb and loose inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted without user intervention. The patient reportedly experienced blood glucose elevations to 230mg/dl with no symptoms. This does not meet criteria for an adverse event. This complaint is being reported as a malfunction because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.